Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.